Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up and down keypad buttons intermittently responded to user inputs during testing.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button reportedly has to be pressed multiple times to elicit a response. The reporter denied that the keypad was peeled or damaged. There was no adverse event associated with this complaint.